Event description:
It was reported that the scale was fluctuating due to malfunctioning load cells. No patient was affected and no adverse events or clinically relevant delays in treatment were reported.